Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: the rep could not remember the exact product code of the powered echelon flex device but stated it is the new gun and was being used with a gst gold reload.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was using the powered device with a gold reload. The surgeon stated that the firing sequence felt the same as it usually did but after he had unlocked the jaw he noticed that a sliver of the reload had come off. The surgeon removed the sliver from the patient. There weren't any issues with the staple line. No buttressing was being used. Case was completed with the same device. There were no patient consequences reported.